Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient stated they had an abbott scs device in 2022 and it was terrible and never worked and they had the worst representatives they have ever had in their life. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).